Manufacturer narrative:
The pcb was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned sample was installed into a calibrated system, which successfully powered on and functionally exhibited no problems. The system was turned off, rebooted, and again did not functionally exhibit any problems. The root cause of the reported event can be attributed to wear/reliability issues within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when turning on the system for testing, the screen went dark and the system turned off completely.